Event description:
Pt has end stage renal disease and undergoing revision of an arteriovenous graft by planned construction of a polytetrafluoroethylene jump graft from the right axillary artery to an existing upper arm ptfe graft. The lifespan 6mm ptfe graft was anastomosed from the right axillary artery to the existing ptfe graft. After removal of the vascular clamps there was heavy ultrafiltration (sweating) of serum through the graft in the first inch of the graft. The graft was excised and the segment with excessive ultrafiltration replaced with a 7mm bovine graft and there were no further problems observed